Manufacturer narrative:
This product iis not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_13.2, -14.50/+3.5/173 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens tore/broke during injection/delivery into the eye so the surgeon removed the lens within the same surgery, there was no patient injury. On (B)(6) 2018 the lens was exchanged and the problem was resolved.

Manufacturer narrative:
Diopter corrected to: "-14.00/+3.5/173. Lens returned in liquid, in lens vial. Visual inspection found the lens torn into two pieces. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a vticm5_13.2 -14.00/+3.5/173 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens tore/broke during injection/delivery into the eye so the surgeon removed the lens within the same surgery. There was no patient injury. On (B)(6) 2018 a new lens was implanted. The problem was resolved. (B)(4).